Manufacturer narrative:
The pump passed the functional tests. However, the pump was received stuck in a motor error alarm loop during the bolus delivery and a motor position encoder error alarm was confirmed in the history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the off no power, unexpected restart, occlusion, or no delivery tests due to the motor error alarm. Unable to verify the no delivery alarm due to the motor error alarm. No unexpected off no power alarms were noted. The pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. In the alarm history a motor position encoder error, off no power, no delivery, and motor error alarms were found. The customer was able to rewind the insulin pump. She did not receive a low battery alert prior to the off no power alert. Customer's blood glucose level was not reported. The no delivery alarm was resolved with a complete set change. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.